Event description:
Eighteen months after the symmetry bypass connector (sbc) was implanted, cardiac catheterization revealed 100% re-occlusion of the 2nd diagonal and the 1st marginal branches. The sbc was used in both of these locations with a saphenous vein graft (svg). It is worthy to note that the sbc was also used at the right posterior descending artery with a svg with no re-occlusion.